Event description:
Dr removed the plate once the midfoot bones appeared fused. After removal, he stated, the pt appeared to have an allergic reaction to the metal due to the appearance of surrounding tissue.

Manufacturer narrative:
Investigation is progress but not yet complete.